Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators a-connector port. The lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.